Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not explanted as of this report. Issue with autoimmune disorder. (B)(4).

Event description:
Medwatch number: mw5086133. It was reported that a female patient underwent an unknown breast surgery with mentor memorygel 450cc silicone breast implants which the patient reported autoimmune disorder( fatigue, brain fog, muscle and joint pain, anxiety, sinus infection, shortness of breath, sensitivity to light, weight gain, rashes and dryness) after implantation. No date of explantation was reported. No product malfunction, such as rupture, was reported. The root cause of the patient's symptoms are unclear. The FDA continues to believe that the weight of the currently available scientific evidence does not conclusively demonstrate an association between breast implants and connective tissue diseases (statement from (B)(6) center for devices and radiological health on agency¿s commitment to studying breast implant safety). Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available. Should additional information become available, this case will be re-assessed and notes will be updated. This report is for the left side.